Event description:
Boston scientific received information that a red alert was detected for both high out of range pacing and shock impedance measurements. There were no adverse patient effects reported. Subsequently, additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
This ICD was successfully replaced, but the current location of the device is unknown. At this time there is no additional information. Should additional information become available this report will be updated.